Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a triple arthrodesis with external fixation. The patient had fusion 12 weeks post-op with partial fusion at the talo-navicular. Sometime post-op it was discovered a wire broken.